Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
It was reported that through remote transmission, oversensing signals were observed. Programming changes and further testing were recommended. No patient symptoms were reported. No further information is available at this time.

Event description:
Additional information received indicated that oversensed signals were far p-wave oversensing.